Manufacturer narrative:
Device disposed of by hospital.

Event description:
On (B)(6) 2018 a perceval pvs23 was implanted. After weaning of bypass the physician noted the presence of pvl/central regurgitation via intra-operative toe. The physician re-opened the aortonomy and noticed buckling in the annulus. The perceval was removed and replaced with a magna ease 19mm. There was a note that oversizing was suspected.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1209 , s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) perceval heart valve at the time of manufacture and release. Based on the follow up there were no adverse effects on the patient as a result of the failure to implant. The device history record review confirmed the device met all required standards at the time of manufacture and release. The event was reported as a potential mis-sizing and due to the fact that the reported device was a size 23mm perceval valve and it was replaced with a size 19mm magna ease valve it can reasonably be assumed that the reported event is a result of mis-sizing and is not related to any factor intrinsic to the device in question. Fields changed: date of report, event, date rec¿d by MFR, PMA/510k, if follow-up, what type.

Event description:
On (B)(6) 2018, a perceval pvs23 was implanted via full sternotonmy to replace a stenotic native valve. After weaning of bypass the physician noted the presence of pvl/central regurgitation via intra-operative toe. Stent deformation was observed. The physician re-opened the aortonomy and noticed buckling in the annulus. The perceval was removed and replaced with a magna ease 19mm. There was a note that oversizing was suspected. The reported event added 15 minutes of x-clamp time to the procedure with no adverse effects to the patient as a result.